Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 3 months post implant of a 23mm sapien 3 ultra valve, the patient presents shortness of breath, dyspnea on exertion, decreased activity tolerance, and fatigue with tee showing moderate/severe paravalvular leak (pvl). The patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve. The pvl was reduced to trace.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed as no medical record or relevant imagery were provided for evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 'approximately 1 year 3 months post implant of a 23mm sapien 3 ultra valve, the patient presents shortness of breath, dyspnea on exertion, decreased activity tolerance, and fatigue with tee showing moderate/severe paravalvular leak (pvl)'. Due to limited information, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.